Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of fluorouracil at a rate of 47ml/hr, with a vtbi (volume to be infused) of 1000ml, for a duration of 22 hours, and the delivery was started. It was reported that 12 hours after the delivery was started, it was noted the delivery was complete instead of the intended 22 hours. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.